Manufacturer narrative:
D4: expiration date: unknown due to unknown catalog and lot combination. D4: UDI: unknown due to unknown catalog and lot combination. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: nurse coordinator recovery unit. H4: device manufacture date: unknown due to unknown catalog and lot combination. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following a radial heart cath, the trb was placed in usual fashion, and the patient was sent to recovery. In recovery, the trb deflated over time and the patient bled; however, the patient was stable. The staff attempted to replace the air; however, rebleed occurred. A new tr band was used and achieved hemostasis. The blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One tr band was returned for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or balloon assembly. The band is full of water. The sample was unable to be leak tested due to the water in the band. The water was attempted to be removed with the inflator and could not be drawn out to fill the band with air. One tr band was returned for assessment, and the sample was unable to be leak tested due to water being in the band. The complaint cannot be confirmed for air leakage issues because the returned sample was unable to be leak tested. However, the complaint can be confirmed for use issues based on the water in the band. The exact root cause cannot be determined. Review of the device history record cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).